Manufacturer narrative:
The reported complaint was not confirmed, however, the device has found blurry on image. No crack on lenses. Additionally, evaluation found as stated in section b5,objective lens and light guide lens were dirty. Based on investigation results, the reported customer issue was not confirmed. The cause of the reported issue cannot be determined. The dirty lens based on device evaluation and reasonably know information probable cause was due to handling issue. Olympus will continue to monitor complaints for this device.

Event description:
Customer reported "cracked lens" . The issue was found during reprocessing. There was no patient involvement in this reported event. Device inspection found the device lens (objective lens and light guide lens) were dirty.